Manufacturer narrative:
Visual examination of the working element finds a small amount of charring/carbon deposits on the inside of the actuator block coincident to the area where the cord attaches to the electrode. All other functions of the unit are working as intended. The charring/carbon deposits on the actuator block and electrode were likely caused by an incomplete assembly of the electrode to the cord. With the cord and electrode not being returned, the root cause is unknown.

Event description:
In a surgical procedure, using a sp generator and pk loop electrode - surgeon was resecting with a loop when all of a sudden, the working element smoked, burned out at the orange 't' connection end and may have sent current to the patient because it made him kick. (See related report # 9617070-2013-00003 and 00004).